Manufacturer narrative:
Results: visual inspection of the returned prod found half of the lens optic and one haptic torn off and missing. There was evidence of clear surgical residue. Conclusions: (no conclusion can be drawn): based on the complaint history and the eval of the returned prod, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for eval.

Event description:
The rptr stated the surgeon attempted to insert an aq2003v silicone three piece lens but the lens tore in half. Add'l info has been requested from the facility, but none has been forthcoming. If add'l info becomes available, a supplemental medwatch will be sent.